Event description:
It was reported that a malfunction alarm occurred with code malf 0. There was no adverse impact to the customer¿s blood glucose level. Customer was provided with pump reset information by technical support and was assisted in resetting the pump, after which the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if the issue reoccurred, which was acknowledged and understood.